Event description:
Valve malfunctioned resulting in prolonged bypass time.

Manufacturer narrative:
Reference voluntary medwatch # (B)(4). Info was obtained from the surgeon indicating the event resulted in prolonged bypass time. During a double valve replacement procedure, it was reported that following implant in the anatomic orientation, intraoperative tee demonstrated inconsistent posterior leaflet function. The pt was placed back on bypass and upon reinspection, the valve leaflets functioned normally. Bypass was removed and tee again demonstrated impeded posterior leaflet motion. Bypass was again initiated and the valve was explanted and replaced with another 29 mm sjm valve in the anti-anatomic orientation. The valve leaflets were inspected following explant and functioned normally. The pt was reported to be stable and recovering. The valve was not returned to sjm for analysis; therefore, the cause of the impeded leaflet remains unk. However, there was no evidence found to suggest the leaflet impediment intraoperatively was due to an intrinsic defect in the valve, as supported by the review of the manufacturing traveler.